Manufacturer narrative:
Investigation summary: investigation summary: customer returned (1) 1 ml, 13 mm, 27g bd safetyglide allergy syringe with the tray cover from lot # 7116565. Customer states that the safety glide broke off and went flying in the air needle and all. The syringe was returned without the hub-needle/shield/safety mechanism. The barrel was examined and exhibited a slightly damaged barrel tip. Sample will be forwarded to manufacturing (B)(4) on 20oct2017 for further investigation. Upon completion of the secondary investigation, a second supplemental report will be filed. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that the 1 ml allergist tray with 27 g x 1/2 in. Bd safetyglide¿ was in use with a nurse and went to flip the safety glide over the top of the needle when it completely broke off and went flying in the air. Needle and all. Lot # 716565. Found after use. No serious injury or medical intervention noted.